Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and confirmed the reported issue, determining that the stirrer motor was blocked. The part was replaced. Functional tests were performed and passed with no further issue shown. The device was returned to service in its expected function. The most likely root cause for the blocked stirrer motor is associated to wear and/or degradation/corrosion of the bearing due to environmental condition where the pump operates.

Event description:
Livanova received a report stating that the heater cooler 3t displayed an error on the patient circuit associated to the stirring mechanism during service. There was no patient involvement.